Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issue of leak could not be confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot additionally, a review of the complaint history identified no other incidents reported from this lot. In the absence of a confirmed failure mode a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report a leak. It was reported that during preparation of a steerable guide catheter (sgc), the hemostatic valve would not hold fluid. Loss of fluid in the column was observed. The 3-way stopcock was changed three times, but the sgc still would not hold fluid. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.